Event description:
It was reported that a patient was transported from a long term care facility to the hospital for a non-product related infection. On (B)(6) 2015, the patient was found to be unresponsive and pupils nonreactive on examination. Mean arterial pressure (map) during hospitalization was reported to be 60-80, there was no antiplatelet therapy given. Head computed tomography revealed large parenchymal hemorrhages in the left frontal and right temporal lobes, with surrounding edema and approximately 4 mm of midline shift to the left. Extensive subarachnoid hemorrhage within the cerebral hemispheres extending into basal cisterns. Layering subdural hematoma along the right lateral tentorium. At the time this was reported the patient was noted to be in the intensive care unit with the plan of care to be determined by the medical staff. No additional information was provided.

Manufacturer narrative:
Unchecked "user facility". Additional information reported that the patient died with no further details available. With review of the available information, there is no indication of any device performance issues with clinical/patient factors potentially contributing to the cerebral hemorrhage which is a known potential adverse event associated with all vads and the required therapy. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to: neurologic dysfunction and stroke. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device remains implanted.